Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While closing the skin, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04723. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The needle/suture piece was examined for visual defects and no attachment defects were observed. However, there is a suture piece attached in the needle and the end of the suture piece is cut . The sample condition suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.